Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that his implantable drug pump was not working. The pump had been implanted to treat intractable spasticity and stroke. The drug being delivered by the pump was unknown. The following information was unknown at the time of initial report: the cause of the pump not working, the symptoms the patient experienced due to the pump not working, troubleshooting and interventions taken, and outcome. Follow up was performed to collect the missing information.